Event description:
The affiliate reports that although the facility & surgeon are reporting no patient harm that during an acl repair, the teeth of a coring reamer became malformed during use, bent outwardly. This caused a chain of events. First, the coring reamer required excessive force to be removed, forceps and a mallet. Secondly, the bone tunnel had to be widened from 9mm to 10mm. Thirdly, through all of this the bone block that was harvested via the coring reamer fell onto the operating room floor and was abandoned. The surgeon completed the case without a bone block using only the pins of the tibial cross pin kit.